Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Device evaluation: 1 full unused syringe received in an opened tray with cap and 2 sealed needle. No defect observed.

Event description:
Healthcare professional reported that during injection of 1 syringe of juvéderm® ultra plus xc, xc ¿the syringe exploded, the needle popped out, and product spilled onto the patient.¿ no one was injured. The packaged needle was used and it was tightened by hand.